Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was made with this device and this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals. The cause of the noise was air leaking out of the hole in the right ventricular (rv) seal plug. Therapy was not available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise when a lead was inserted but the noise disappeared when the device was replaced. This device was unsuccessfully implanted. Additional information indicates that the source of noise was not determined. Possibly due to air bubbles. This cardiac resynchronization therapy defibrillator (crt-d) was never in service. No adverse patient effects were reported.